Event description:
Failed fixation right anterior cruciate ligament repair with retained fragment broken wire noted on post-op x-ray in pacu. Surgeon brought pt back to or to remove fragment and to reattach tendon graft. MFR rep was present at time of surgery.